Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of event unknown. An additional evaluation was conducted by synthes gmbh and the report indicates: the investigation showed that one connecting pin was completely broken off and the other one was slightly damaged. Further since only one of the two pins broken off, it reasonably suggests that both pins were inserted incorrectly. This led to the conclusion that the breakage/damage was caused due to too much lateral force to the tips. No product manufacturing fault could be detected as the manufacturing documents were reviewed, and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: screw driver for click x is broken. The event occurred on an unknown date. No further information available. This report is for a screwdriver f/clickx lockcap self-hold on. (B)(4).